Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for right ventricular (rv) lead testing after the previous explanted device was found with arcing on its case. A 1.1j and 41j commanded shock were delivered. The 1.1j shock returned normal shock impedance measurements but the 41j shock produced a shock impedance measurement less than 20 ohms indicative of a lead insulation issue. A subsequent charge attempt by the device timed out after more than 45 seconds; codes 1004 and 1007 were observed on the device. The patient has been scheduled for a revision procedure in the coming days to explant and replace both the rv lead and ICD. The patient underwent a second revision procedure wherein the rv lead was surgically abandoned while the device was explanted and replaced. A new device and lead were implanted with successful defibrillation at 31j. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead code was recorded. A shock was attempted and the device battery status moved to elective replacement indicator end of life (eol) due to long charge times. It was determined that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.